Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (Initial reporter facility name): (B)(6) medical university. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. During the deployment, the front end of the hemostatic clip was peeled off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): second affiliated hospital of pla army military medical university block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, and there was evidence that the device was prematurely deployed. It was noted that the clip arm was bent, this could likely as a result of factors related to the procedure and manipulation, such as a high axial asymmetric load applied to only one clip arm. Microscope examination was performed, and it was observed that one clip arm had been activated. No other problems with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. During the deployment, the front end of the hemostatic clip was peeled off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.